Manufacturer narrative:
This patient was cannulated in a non-indicated vessel (subclavian). Per the IFU indication for use statement, the crescent jugular dual lumen catheter should be used via the jugular vein. Multiple places in the IFU warn to never kink the catheter in the wire reinforced section, never use a catheter that has been kinked as it may result in mechanical failure of the catheter, and that if a catheter kink results in permanent deformation or damage, the catheter may need to be replaced. Additionally, the IFU warns that circuit lines should be managed to reduce catheter flexing or migration. This product problem was previously reported under report 3011468686-2021-00009, product problem #1.

Event description:
During use of an mc3 crescent cannula (30fr), the customer reported that the cannula cracked approximately 45-days after being placed. The device was replaced to complete the procedure. There was no patient impact associated with this event. The physician stated that he is fully aware that he is using the cannula in a way that it was not designed or approved to be used. He knows it's not the fault of the cannula, he will continue to have the staff watch how the cannula and the tubing lines are angled and being held onto to the patient to avoid any potential additional stress on the cannula. Reported to mc3 on 04aug2021. Device returned for evaluation/investigation.

Manufacturer narrative:
All 3 patients were cannulated in a non-indicated vessel (subclavian) and the returned catheter appeared to have been bent. Per the IFU indication for use statement, the crescent jugular dual lumen catheter should be used via the jugular vein. Multiple places in the IFU warn to never kink the catheter in the wire reinforced section, never use a catheter that has been kinked as it may result in mechanical failure of the catheter, and that if a catheter kink results in permanent deformation or damage, the catheter may need to be replaced. Additionally, the IFU warns that circuit lines should be managed to reduce catheter flexing or migration.

Event description:
Product problem #1: during use of an mc3 crescent cannula (30fr), the customer reported that the cannula cracked approximately 45-days after being placed. The device was replaced to complete the procedure. There was no patient impact associated with this event. The physician stated that he is fully aware that he is using the cannula in a way that it was not designed or approved to be used. He knows it's not the fault of the cannula, he will continue to have the staff watch how the cannula and the tubing lines are angled and being held onto to the patient to avoid any potential additional stress on the cannula. Reported to mc3 on (B)(6) 2021. Device returned for evaluation/investigation. Product problem #2: during use of the mc3 crescent cannula (28fr) a minor air event occurred. Nurses were able to visualize a crack in the cannula and they used bone wax to repair the crack. Use of the cannula was continued. There were no adverse patient effects as a result of this issue. The cannula was inserted in the left subclavian on the (B)(6) 2021, air event occurred on (B)(6) 2021. Reported to mc3 on (B)(6) 2021. Device not returned for evaluation/investigation. Product problem #3: during use of the mc3 crescent cannula (30fr) there was an air entrainment event. The cannula was exchanged due to the air event and concern for a cannula break. There were no adverse patient effects as a result of this issue. The cannula was inserted on the (B)(6) 2021 and exchange took place on (B)(6) 2021. Reported to mc3 on (B)(6) 2021. Device not returned for evaluation/investigation.